Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the impella purge flow rate fluctuated between 6-9 ml/h immediately after support began. The purge pressure was in the 500s. There were no problems with the connector connection or route. The flow rate gradually decreased during percutaneous coronary intervention (pci), so the purge cassette was replaced. After replacement, the flow rate remained at 6-7 ml/h. There were no patient complications reported.

Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2026-00667 was erroneously filed as a duplicate of MDR 1220648-2025-49572. Please refer to MDR 1220648-2025-49572 for all reports filed for this device.